Event description:
The procedure was coil embolization of a right (mca) middle cerebral artery bifurcation aneurysm. The first stent placed was a solitaire 4x20mm, followed by an enterprise system inserted through a prowler select plus microcatheter that was placed at the inferior trunk of the mca through the struts of the solitaire stent. The enterprise stent was placed into the prowler microcatheter; however, it could not be advanced, since there was a significant resistance. Tortuosity was not significant and there was no resistance with the first stent (solitaire). So it was thought that there was something wrong with enterprise system and it was withdrawn into its loader sheath. It was deployed outside and realized that the stent was not in its shape. It did not open to its proper shape. It seemed to be destroyed while observing the problem on hand, it took its proper shape but it could not be used for the patient and another solitaire stent was used without any problem, and the y-stent assisted coiling was performed successfully.

Manufacturer narrative:
When attempting to place the 4.5x22 enterprise vrd as the second stent during a y-stent assisted coiling of a right middle cerebral artery (mca) bifurcating aneurysm there was significant resistance and the stent could not be advanced out of the distal end of the microcatheter. The prowler select plus microcatheter had been placed at the inferior trunk of mca through the struts of the previously placed noncordis 4x20 solitaire stent. After withdrawal from the patient as a unit with the microcatheter, the enterprise stent was deployed outside of the patient and it was noted that the stent did not open to its proper shape initially; it was twisted when first deployed and while observing the stent at this time, after touching the stent several times, it opened to its proper shape. The procedure was completed with another solitaire stent through the same microcatheter without any problem. The y-stent assisted coiling was performed successfully. The aneurysm dome size was 5.5x4.5 with a 3mm (wide) neck. Proximal vessel tortuosity was moderate. Tortuosity was not significant and there was no resistance with the first solitaire stent, so it was thought that there was something wrong with the stent. It was initially reported that "the stent was withdrawn into its loader sheath;" however, with additional investigation, it was reported that the enterprise stent could not be advanced through the tip of the mc, therefore, the microcatheter was withdrawn with the stent in the mc and attempt to resheath into the introducer was never made. There were no damages to the devices prior to or after removal from the packaging. All products were prepped per the instructions for use (IFU). The distal tip of the enterprise and microcatheter were not re-shaped. It was reported that during insertion, the enterprise introducer was seated correctly in the microcatheter hub; however, it was indicated that during insertion, the tuohy/y-connector was not closed to secure the introducer and prevent movement as described in the IFU. There was no damage to the introducer. A constant flush was maintained through the system at all times. No other damages were noted on the microcatheter, delivery system, or stent after removal. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01415656 which corresponds to packaged lot 13471762. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile enterprise delivery wire was received coiled inside a plastic bag; the stent was received deployed in a smaller plastic bag. No damages were noted on the stent with visual analysis. A wave condition of the distal tip of the delivery wire was noted. There is no indication that this is related to the manufacturing process and may be due to procedural factors or post procedural handling/packaging for return. The stent was inspected under a microscope and no damages were noted on it. A functional testing was performed with the returned delivery wire and a lab sample microcatheter with no difficulty encountered during advancement through the microcatheter. Based on the available information and analysis of the returned enterprise, no conclusion can be made regarding the reported inability to insert the enterprise system through the prowler select plus microcatheter and reported delayed opening of the stent when deployed outside of the patient. No damages were found on the returned stent. It is possible that the procedural factor of not closing the tuohy/y-connector to secure the introducer and prevent movement as described in the IFU, may have contributed to the event. If the introducer is not secured in place prior to introduction of the stent, if the introducer backs out creating a gap, the stent will partially open in the resulting gap which may result in stent damage/displacement on the wire as it is advanced. It is also possible that device interaction due to placement of the microcatheter through the struts of the previously placed stent may have contributed to the event. The IFU precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. Based on the analysis of the returned device and the device history record review, there is no indication that the event is related to the manufacturing process and may be related to clinical/procedural factors. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00159 and 3003742446-2010-00090.

Manufacturer narrative:
Note: (B)(6) lot number 01415656 is cordis lot number 13471762. Per (B)(6) report (B)(4): (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01415656. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The target site was the right (mca) middle cerebral artery bifurcating aneurysm with size of 5.5x4.5 dome size was 4.5 mm. Neck size was 3mm(wide necked). Y stent assisted coiling was performed. Prox vessel tortuosity was moderate. Enterprise 4.5x22mm vascular reconstruction device was attempted to be used as the second stent of a y-stent coiling case, for a right mca bifurcation aneurism. The first stent was a solitaire 4x20mm. Prowler select plus microcatheter was placed at the inferior trunk of mca through the struts of solitaire stent. The enterprise stent was placed into the prowler microcatheter (unk. Cat/lot), however, it could not be advanced, since there was a significant resistance. Tortuosity was not significant and there was no resistant with the first stent (solitaire). So it was thought that there was something wrong with enterprise delivery system and it was withdrawn into its loader sheath. It was deployed outside and realized that the stent was not in its shape. It did not open to its proper shape. It seemed to be destroyed while observing the problem on hand, it took its proper shape but it could not be used for the patient. Another solitaire stent was used without any problems, and y-stent assisted coiling was performed successfully. Prior and after removal from the package, the products were not damaged, and all the products were prepped per labeling instructions. During insertion, the tuohy or y connector was closed to secure the introducer and prevent movement, and the enterprise introducer was seated correctly in the microcatheter hub. The introducer or stent were not damaged by the y connector. Neither device (enterprise system or microcatheter) distal tips were re-shaped. A constant flush was maintained at all times through all the systems. The microcatheter and enterprise were removed as a unit; however, the same microcatheter was utilized to complete the procedure. The enterprise stent could not be advanced through the tip of the (mc) microcatheter, therefore, the mc was withdrawn with the stent in the mc. After removal of the mc, the stent was tried to be deployed outside the patient and when the stent was pushed through the tip, it was deployed in a destroyed fashion. The stent was not tried to be re-sheathed. The introducer or stent was not damaged by the y connector. After the stent was removed and detached, it was twisted when it was just deployed, we tried to observe the problem and after touching the stent several times it took its appropriate shape. After removal, no other damages were noticed on the microcatheter, delivery system, stent or microcatheter. The procedure was completed successfully using another stent and coils. The stent and delivery system will be returned for analysis. Prior to shipping, no other damages were noted on the enterprise delivery system (tip unraveled/stretched), stent (damage of any kind), or microcatheter (if being returned). No further information was available. Note: lake region lot number 01415656 is cordis lot number 13471762. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01415656. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00159 and 1058196-2010-00174. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported in a literature article (yavuz, k ,et al. ¿double stent ¿assisted coil embolization treatment for bifurcation aneurysm: immediate treatment results and long-term angiographic outcome¿, american journal of neuroradiology, (2013 sep): 34(9):1778-84.doi: 10.3174/ajnr.a3464, 3 cases (1 of 3) of failing to pass through the struts of the first stent (enterprise enc-catalog and lot unknown) to place a second stent. This is one of two products reported under (B)(4).